Event description:
A non-healthcare professional reported patient had developed diffuse lamellar keratitis in the right eye after lasik surgery. During post operative visit the surgeon did flap rinse and additionally patient was treated with steroids, oral medrol, polytrim and predforte and vigamox. The patient was still being kept under monitoring. There are multiple related reports for this facility. This report addresses patient initials (B)(6), right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment of right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages; no technical root cause could be identified. The system was working within specification. No root cause for the customers reported event could be determined, device met specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported patient had developed diffuse lamellar keratitis in the right eye after lasik surgery. During post operative visit the surgeon did flap rinse and additionally patient was treated with steroids, oral medrol, polytrim and predforte and vigamox. The patient was still being kept under monitoring.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).